Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the actuator bar fully extended with no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found the actuation bar was initially fully extended but after recycling the device per the IFU the device returned to pret1. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, t1 and t2 of the fast-fix 360 were deployed simultaneously. T1 was deployed trough the meniscus but was removed from the patient. The procedure was completed using a smith and nephew back up device. There was no surgical delay and no further complications were reported.